Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when riding in the car the patient's spouse turned on the heated seat and the patient noticed a feeling of pain in their bike seat area. They asked their spouse to turn it off and after a while it subsided. They said, they have been away from it for about 20-25 minutes and it has subsided but they were worried they may have done something wrong. Patient services reviewed information from labeling about driving and emi which can cause unexpected changes in stimulation or perceived increases in stimulation and recommended patient stay in close contact with their doctor. Redirect to doctor if issue persists.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.